Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jul-2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 28-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen and morphine at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient was scheduled for a revision on (B)(6) 2019 to close the incision that wasn't healing. On (B)(6) 2019 the pump perforated the skin so the hcp moved the pump lower and deeper into the skin and closed the incision after removing necrotic skin. The patient was admitted to the hospital on (B)(6) 2019 for pain and a possible infection. On (B)(6) 2019 there was a dye study performed "with/without successful catheter aspiration." There was also an increase in pain/spasticity reported. The issue was not resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2019-sep-04. It was reported that the patient had a complete system explant on (B)(6) 2019 in order to resolve the pain and infection. The patient decided to forgo any other diagnostic steps. No other information was available. No further complications were reported.